Event description:
During operation, the blade of the screwdriver broke at the time of clamping the screw. The operation was finished without any problems.

Manufacturer narrative:
Investigation in progress but not yet complete.